Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that, after the power tray and power conversion enclosure, the imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned power tray and power conversion enclosure both had an electrical failure. The enclosure was electrically over stressed and the power tray had blown fuses. Other relevant device(s) are: product ID: bi71000195, serial/lot #: (B)(4). Product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that while setting up for a case the system was powered on and while the pendant was powering on a pop sound was heard from inside the image acquisition system (ias) and the pendant remained dark. There are no lights on the pendant. No patient present.